Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer displayed an overheating warning during incoming checks. It was also noted that the keyboard tab-key was damaged. Software errors were noted in software history and log files. The video graphics array port failed functional test. The power supply was replaced as a preventive measure. The keyboard was replaced. The stylus was calibrated. Software was re-installed. The micro processor unit (mpu) board was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for corrective maintenance/repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.